Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient''s wife witnessed a loss of consciousness while the patient was sitting. The patient was unresponsive. The red heart alarm sounded and one of the batteries was depleted. The batteries were replaced and the alarms resolved. The green pump running light was illuminated. The patient went into respiratory arrest. When the patient arrived to the emergency room via ambulance, the patient had no pulse, and the rhythm was paced at 40 bpm. Cardiopulmonary resuscitation was started. The patient received defibrillation shocks; however, a perfusing rhythm could not be established. The patient''s heart was not moving on echocardiogram. On interrogation of the log file, it showed low flow alarms, but no pump stoppages. Support was withdrawn, and the patient expired. It was reported that the clinicians suspected device thrombosis or ¿other associated internal event¿. The patient was seen in the heart failure clinic just hours before the event and was well at that time. The patient verbalized feeling tired recently and had a very slight drop in hematocrit, but denied other symptoms. No pain, no issue with the lvad or equipment, no notable concerns were observed. The patient was scheduled for additional labs on (B)(6) 2017, but at that time did not warrant any other work up.

Manufacturer narrative:
The evaluation of heartmate ii lvas revealed a finding that appeared to have contributed to reported event. Visual inspection of the outflow graft prior to removal of the bend relief revealed a twist at the proximal end of the graft. Of note, the twist appeared to terminate at the proximal end of another manufacturer's bend relief that had been inserted into the distal end of the heartmate ii bend relief. The fixed accumulation between the exterior of the graft and the lumen of the bend relief contained yellow, tissue-like areas that appeared to have developed over an undetermined period of time while the device was supporting the patient. Further examination of this accumulation revealed areas of dark red, fixed blood that appeared to have developed acutely. Of note, this blood was concentrated around the twisted area of the graft, suggesting that the graft twisted abruptly and created a gap for blood to fill into. Upon removal of the bend relief, the positioning of the black line printed on the exterior of the outflow graft was inspected. The graft did not appear to have been compressed as the black line was not straight. Rather, the graft appeared to have twisted approximately 360 degrees. No cuts or tears were observed along the graft, with the exception of those that appeared to have resulted from the bend relief and graft being severed lengthwise prior to being returned for analysis. The interior of the graft revealed a small deposition of fixed blood. Hard, grainy depositions of fixed blood were also observed within the inlet elbow, the outlet elbow, and throughout the body of the pump. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, their lack of laminated layering suggests that they formed as a result of poor surface washing due to an interruption in flow. The log file submitted by the account confirmed a low flow hazard alarm beginning on (B)(6) 2017 at 17:14. This alarm remained active in the file until (B)(6) 2017 at 17:34. The patient was supported by battery power during this time. At 17:53, a power source exchange to the power module was initiated. The low flow hazard alarm was not active at that time. Although a specific cause for the twist in the outflow graft could not conclusively be determined, past experience with the heartmate product line and similar reported events suggest that rotation of the graft adapter/graft nut assembly could result in the observed distortion. Furthermore, although a duration of time for which the twist was present could not be determined through this evaluation, it appeared to have contributed to a decrease in blood flow through the device, resulting in the observed depositions throughout the device and the low flow alarms that were confirmed through the submitted log file. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed pump power consumption and pressure values that were within the manufacturing specification and the device functioned as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.